Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that connecscr cann long and extractscr f/tib+fem nails were associated with post-operative device issues. Two connecting screws became unusable as they did not attach properly to the t handle screwdriver, and one extraction screw would not hold into the nail being removed due to an issue with the threads. There was no impact or consequence to the patient, and no patient involvement or observable clinical symptoms were identified.